Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient changed the programmer batteries and turned the setting up slightly and her symptoms were resolved/everything is working correctly now. The patient said she makes a lot of adjustments to the dial depending on how she is feeling and may have turned it down too much before, but was unsure. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient asked ¿if they turned the pp off, does it shut the implant off too?¿ they asked because they ¿didn¿t get it during the night¿ and were worried that the implant didn¿t work; this was clarified to mean that they were not seeing therapeutic relief at night. It was noted that they first noticed this issue on (B)(6), and then again yesterday. When reviewing button use and icon meaning, the patient found that they were on program 3 at 0.2v, but stimulation was off. They turned stimulation back on, and adjusted it stating that they could feel stimulation at ¿5.¿ when asked they stated that they first noticed not feeling stimulation ¿a couple of days ago, maybe 3,¿ and again noted not feeling therapeutic effect: leaking and problems with their stream. The patient noted that they would monitor symptoms and make further adjustments as necessary. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.